Event description:
Affiliate reports: physician reported that after wearing the gloves, the back of his hands broke out in a rash, became raw and started to bleed. He applied cortisone cream but the rash would not clear up. He ordered a new case and has had no problems since.